Event description:
Consumer reports using meter for one week and being concerned with their readings, which appear to be erratic. Analysis run on clark error grid using mean avg. Reading (66) as ref. Point vs. Bd reading (104, 27) yielded data points in the d range of the grid, outside acceptable limits.